Event description:
Family member reports that diabetic was hospitalized and given IV glucose for a hypoglycemic event. The device had been providing elevated blood glucose results for several days. The diabetic had been with holding food intake based on device results. Hosp evaluated device and determined that test strips were damaged. Diabetic had quality control solutions but had never used them to check the device.